Manufacturer narrative:
Product complaint # ==> pc(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub nurse noticed the attune mod post saw cap sz 3-5 was broken before it was used. Another tray was opened. No surgical delay. All pieces were retrieved from the patient.